Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a meets release criteria. The product performed as expected. The manufacturing records for the lot were reviewed; the lot met release specifications. The user issue identified in the complaint cannot be ruled out as the cause of the complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Variation reported on inratio inr results. The results were as follows: (B)(6). The reported therapeutic range was 2-3. Previous result provided by distributor for historical purposes only: (B)(6) 2016, inratio inr=2.6. It was reported that the strip code was not being updated; physician has been adjusting the patient's warfarin dose regularly based on the inratio results since (B)(6) 2016; dates and changes not provided. The caller also reported that an alternate strip lot (no lot number available) may have been used for at least one of the tests listed above but it is not known which one.